Event description:
It was reported that after unsuccessful attempts to cross the lesion, the delivery system was removed from the patient and it was found that the stent had separated. Radiology was called to snare the implant, however, it was felt that where the stent was located, it would be better to stent the separated implant to the vessel wall. Another company's stent was used and the separated stent was crushed against the vessel wall. No patient injury was reported.